Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was called regarding the insulin pump upgrade and the customer stated that the down arrow button will not respond while trying to set up a bolus and the insulin pump did not give a low battery alert until the battery was almost depleted. Blood glucose value is unknown. Customer declined transfer for troubleshooting.